Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 199 mg/dl at the time of the incident. Customer reported that the reservoir was pulled out of the pump and insulin dripped out of the compartment. Customer doesn¿t know the location of leak. The reservoir will not be returned for analysis.